Event description:
It was reported that during a case the o2 values became grayed out and would not update. The case was completed and there ws no patient injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.